Event description:
Baxter affiliate reports one incident of a pt death occurring two hours into the dialysis session. No further info available.

Event description:
Pt exhibited severe chest pain, shortness of breath and a dramatic decrease in blood pressure. After 30 minutes of cardiopulmonary resuscitation, the pt expired.